Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for the esophageal z-stent with dua anti-reflux valve indicate stent migration is a potential complication. After stent placement, the user is instructed to introduce the endoscope and advance to the upper margin of the stent to endoscopically confirm position and patency of the stent. The instructions caution the user not to introduce the endoscope into the stent as displacement may occur. The info provided indicated the endoscope was advanced into the stent after placement. This is the most likely cause for migration of the stent. The info provided indicated dilation of the stricture was not performed prior to stent placement. The instructions for this stent indicate that the area to be stented should be dilated to a minimum of 10mm and maximum of 14mm prior to advancing the introduction system into the esophagus. If the diameter of the stricture was larger than 14mm, this could have contributed to the stent migration. The instructions for use warn the user that the stent is a permanent implant and is not intended to be removed. The instructions for use advise the user that attempts to remove the stent after placement may cause damage to the esophageal mucosa. Prior to distribution, all esophageal z-stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal stent placement at the gastro-esophageal junction, the physician used a cook endoscopy esophageal z-stent with dua anti-reflux valve. There was no difficulty with stent placement or deployment. After stent replacement, the physician advanced the endoscope through the stent. The stent migrated into the pt's stomach. The stent was retrieved from the pt's stomach with a snare. Another stent was not placed. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this event.